Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the gcx vhm mounting arm, where the down post mounts to the patient; it simply dropped. There was no adverse event or patient harm reported.

Manufacturer narrative:
The faulty patient arm swivel was sent to the manufacturer gcx for further investigation. The investigation results were not made available.